Event description:
On (B)(6) 2020, patient underwent bedside tracheostomy placement in the neurology-ICU; however, approx 1 hour after the procedure, patient started to desaturate and had an air leak (~200cc) requiring fio2 100% for spo2 90%, and staff noted that the 8-0 cuffed shiley tracheostomy tube broken (unable to secure inner cannula to the tube). The treatment team attempted to replace percutaneous tracheostomy, but unable to place new 8-0 cuffed tracheostomy tube into airway noticing significant amount of bleeding and unable to adequately oxygenate (with oxygen saturation as low as 30-40%) and ventilate leading to subsequent bradycardia and pulseless electrical activity (pea) arrest. Cardiopulmonary resuscitation (CPR) was initiated and return of spontaneous circulation (rosc) achieved within approx 2 minutes with epinephrine 1mg (x1) and calcium 1g (x1) given after adequate oxygenation via 7.00 endotracheal tube (ett) insertion. Patient eventually stabilized and became hemodynamically stable. FDA safety report ID# (B)(4).